Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic urological procedure, it was found that the target blood vessel was clamped loosely. The device functioned properly when the device was fired for functionality prior to the event. Another device was used to complete the case. There were no adverse consequences to the patient.